Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed two program alarm anomaly alarms and then froze. Customer removed the battery and the device was still frozen. Customer's blood glucose was unknown. During troubleshooting, insulin pump alarmed an unexpected restart alarm after the customer reinserted a new battery. Customer was advised to monitor the insulin pump. Customer will not be returning the device for analysis.